Manufacturer narrative:
(B)(4). D10 - associated devices: item #: 010000589 item name: comp rvrs 25mm bsplt ha+adptr lot #: 620280. Item #: 180550 item name: comp lk scr 3.5hex 4.75x15 lot #: 437630 qty: 2. Item #: 180551 item name: comp lk scr 3.5hex 4.75x20 lot #: 805430 qty: 2. Item #: 115396 item name: comp rvs cntrl 6.5x30mm lot #: 056200. Item #: 180551 item name: comp lk scr 3.5hex 4.75x20 lot #: 729060. Item #: 110031405 item name: mini tray std cocr +6 offset lot #: 65398299. Item #: 110031424 item name: cr vivacit-e 36mm brng std lot #: 65425326. Item #: 113607 item name: comp primary stem 7mm lot #: 64578920. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient-matched implant (pmi) group that a patient underwent a shoulder arthroplasty procedure. Subsequently, the patient underwent a revision on approximately three (3) years post-implantation due to rotator cuff deficiency and chronic dislocation which caused the glenoid implant to fail. The surgeon removed the screws, baseplate, glenosphere, tray and bearing. The patient was implanted with a pmi glenoid with screws, humeral tray and bearing. No further information is available.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is superior orientation of the glenosphere with respect to the humeral component. Subluxation but no definite dislocation. Radiolucency along the central screw. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.